Event description:
According to the reporter, during laparoscopic distal gastrectomy (ldg). The device had seal issue. The device activated and activation sound was generated, but the tissue could not be cauterized. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results and the device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues and no electrical or wiring issues were found. The device sealing performance was tested on porcine kidney tissue. The sealing was adequate when the seal cycle reached the end tone. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the heel gap of the jaw was measured as requ ired and was found to be on the low end of the specification. It has been determined that jaws measuring on the low end of specification, were more likely to generate alarm activations (re-grasp alarms) during device use. The most likely root cause was traced to the design being inadequate for the purpose. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.